Event description:
It was reported that noise was noted on right ventricular (rv) and right atrial (ra) leads. Patient received inappropriate shocks as a result. Both leads were explanted and replaced. The patient is in stable condition.